Event description:
It was reported by the independent repair center that the unit is displaying low o2/yellow light; the primary cause of the malfunction is the heat exchanger is leaking. No reported of patient injury, no additional information provided.